Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump is exhibiting error code 46507. Per reporter, the batteries were removed and patient given a new pump. No adverse patient effects were reported. No further information is available.